Manufacturer narrative:
This report is submitted february 25, 2021.

Manufacturer narrative:
This report is submitted on november 24, 2020.

Event description:
Per the clinic, the implant was initially incorrectly placed. No neural response telemetry (nrt) thresholds could be measured. The electrode did not fit well into cochlea. The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery. After re-implantation nrt was normal across all electrodes. The device will be subjected to a detailed investigation upon arrival.